Event description:
The rptr indicated that the pt lost consciousness three times and was taken to the hosp. During a telemetry inquire, the device's cell voltage was 20 ohms. The output setting was 2.7v at 0.45msec. After performing several tests (CT scanning, etc), the physician decided to replace the device.